Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, a failure of the device to power on was observed. The device's power supply was replaced to address the issue. An issue related to the active exhalation control module was observed. Physical damage was noted by the technician. The device's active exhalation control module was replaced to address the issue.